Manufacturer narrative:
Age: information not provided. Weight: information not provided. The sonicare diamondclean brush head is an accessory to the sonicare power toothbrush. Device manufacture date: information not provided. (B)(4).

Event description:
Consumer complained about bristles falling out in their mouth. No injury reported. No medical attention sought.